Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce/ cannot verify external event to be related to the customer reported complaint. Review of the logs found no failures related to the reported instrument. Manual articulation of the grips opened and closed properly. The housing was removed from the back end, no damage was found. The blade and knife cable were inspected, no damage was observed. The instrument was installed on an in-house system and passed initialization. The energy cable was recognized by the generator and a cut test and energy delivery test were both performed and passed. A grip force test was also performed and passed. There was no problem detected for the customer reported complaint. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). A review of the instrument log for the vessel sealer extend instrument (480422-01/l10220627 0073) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). This instrument is single use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend was unwilling to seal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, there was no more information available that could be provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to field h9 for corrected information.

Manufacturer narrative:
Additional information found in: h2, h10 additional tests performed by the fa that passed were the knife slot and jaw gap verification. The grip force test results were straight 7.436, pitch 7.726, and yaw 7.623.

Event description:
Refer to h10/h11 for follow-up information.